Event description:
A high drain error 105 (night drain #5) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 at 12:06:24. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Review of the event log found evidence of the iipv event. The cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.